Manufacturer narrative:
Customer's meter has been returned and investigated. The complaint was not confirmed and no new issues were observed. All test results were within range specification. No errors were observed during control solution testing. The reading the customer reported was not found in meter memory. This is a final report.

Event description:
The customer's husband reported that on (B)(6), 2010 the customer received a reading of 61 mg/dl on her precision xtra blood glucose meter at 3:05 pm and compared that reading to a reading of 48 mg/dl obtained at 3:00 pm on her competitor meter. The customer's husband also reported the customer experienced sweatiness and loss of consciousness at the time of the event. No third-party medical intervention was required and no medications were reportedly taken to counteract the event. The customer reportedly had sugar and juice to alleviate her symptoms. There was no report of death or permanent impairment associated with this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low valproic acid (vpa) results on four patients and qc drift intermittently generated by unicel dxc 800 pro synchron chemistry analyzer. The erroneous results were reported out of the laboratory and questioned by the physician and corrected. The results of patients 2-4 were previously captured in MDR 2050012-2010-00867. No effect to the patients or to the users. The patient treatments were not impacted.

Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained.